Event description:
It was initially reported that the patient underwent a full revision. The generator was said to be at end of service, however the reason for the lead replacement was at the time unknown. An implant card was later received which indicated that the reason for the lead revision was due to a lead fracture. The explanted lead and generator were returned. Analysis on the lead has since been completed. An analysis was performed on the returned lead portions. Note that the electrodes were not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis a break was observed near the end of the abraded open / torn insulation. Scanning electron microscopy was performed and identified the area on one of the quadfilar coil strands as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage and fine pitting. The areas on the remaining quadfilar coil strands were identified as being mechanically damaged which prevented identification of the coil fracture type with fine pitting. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. Abraded openings found on the outer and inner silicone tubes, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer and inner silicone tubes. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified. Analysis on the generator is pending, and attempts for additional information have been unsuccessful to date.

Event description:
Product analysis on the generator was completed and the results revealed that the device was performing and communicating properly. The end of service condition on the generator was not confirmed by product analysis. The tests performed on the generator also revealed that it performed according to functional specifications. There were no adverse functional, mechanical or visual issues identified with the returned generator. A review of the data from the generator revealed that the high lead impedance was present as early as (B)(6) 2012. Additional information was received from the treating physician on (B)(6) 2012. It was indicated by the physician that the electrode fracture was first observed on (B)(6) 2012 and x-rays were obtained but did not confirm the fracture. There were no reports of any patient trauma or manipulation. Systems diagnosis performed on (B)(6) 2012 resulted in impedance value greater than 10,000 ohms confirming the high lead impedance.

Manufacturer narrative:
Date of event, corrected data: initial report submitted indicated that the high lead impedance first occurred on (B)(6) 2012 however it was actually first recorded on (B)(6) 2012. The date has been corrected in this report.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.